Event description:
Customer reports protime microcoagulation system inr 1.7 vs another protime microcoagulation system inr 2.6 and unspecified lab system inr 2.63. Pt therapeutic range not reported. No report of adverse event, serious injury, or intervention.

Manufacturer narrative:
(B)(4). MFR eval/ investigation pending product return.